Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While removing a stryker stem, the cement drill broke in the femur. Later in the surgery, the second drill broke. The surgeon was able to remove the broken pieces. The new stem was then inserted without any further issues. Surgical delay of sixty minutes was reported.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the returned drill (product code 2108-08-000) confirmed the tip broke off. It was determined that the cement plug drill was cyclically loaded beyond the material limit resulting in a high stress low cycle fatigue crack initiation, then quickly over load fractured due to a mixed mode of ductile and brittle overload of the material. No evidence of material or manufacturing defects was observed. The drill, product code 2108-04-000, was not returned therefore examination was not possible. Initial reporting stated the solution cement plug drill 4.5mm would not be returned. A search of the complaint database was not possible since the lot number was not provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessarys.